Event description:
According to the reporter: a month after the interventions procedures, during the post-operative visits, the presence of infections and dehiscence was noted. The sutures were removed and the problems disappeared.

Manufacturer narrative:
(B)(4).